Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter was testing in memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on an unspecified day in (B)(6) 2010 prior to contacting lfs. The patient claimed she manages her diabetes with pills and diet/exercise. At the time of the alleged issue, the patient denied taking any action regarding her diabetes management routine. The patient stated 5 months after the alleged issue began, the patient felt hungry and developed symptoms of frequent urination. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the cca educated the patient on the correcting testing procedure and walked through a test. The alleged issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.